Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Manufacturer narrative:
(B)(4). A follow up submission will be sent following the plant's evaluation.

Event description:
It was reported by the patient that during fill 1, fluid started to leak out of the second stay safe connector. The patient used three stay safe connectors on the patient line during the peritoneal dialysis treatment. The patient stated he filled with 150 ml out of an expected 1000 ml. The patient disconnected from the cycler and cancelled treatment. The patient removed the cassette and noted that no visible fluid was on the cycler. The treatment was cancelled, after the incident occurred. There were no patient adverse events reported. No changes to the patient's status have been reported. No additional complications were reported during the event. The part was discarded.